Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. While troubleshooting for another issue, it was discovered that patient had multiple call service 054 alarms in the pump alarm history. Patient was advised to discontinue using the pump and go on alternate insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple related call service alarms on the day of the complaint. On investigation the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour exercise were executed without any incidents. The investigation confirmed but was unable to reproduce the reported call service alarm issue. The pump was opened to further investigate. No moisture/corrosion was found inside the pump and no defect was found with the connector wire of the radio communication assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.